Event description:
Additional information was received that the vns was causing left vocal cord paralysis and affecting voice due to high settings. The patient is seeing a ent specialist and a swallow stud performed showed normal results. The ent specialist is concerned that vns may have caused paralysis. Patient was seen by the ent, who confirmed that the patient has unilateral paresis of vocal cords and larynx on the left side. Multiple interventions were considered and the patient chose to get vocal cord injection. It was mentioned that the vns was turned off.

Event description:
Patient underwent explant surgery due to battery depletion and due to a history of voice issues. There was no serious issue occurring and the explant was due to patient no longer wanting the therapy once the generator battery depleted. The explanted generator was received. Analysis is underway but has not been completed to date.

Event description:
The electrical performance of the generator, as measured in the lab will be used to conclude that no anomalies exist. There were no additional performance or any other type of adverse conditions found with the pulse generator.

Event description:
The patient's treating nurse practitioner reported that the patient has left vocal cord paralysis per the patient's surgeon. It was not clarified if the vocal cord paralysis was due to vns in some capacity. No additional pertinent information has been received to date.

Event description:
Additional information was received from the surgeon stating that he did not know if the patient had vocal cord paralysis prior to vns implant or the onset of the vocal cord paralysis. Patient was seen by surgeon 5 years after implantation after a pulmonary doctor noted the condition on bronchoscopy. The nurse practitioner's office stated that the vocal cord paralysis may be related to increase in frequency of on time and decrease in off time (high duty cycle) that was previously programmed.